Event description:
It was reported that after a da vinci-assisted pulmonary segmentectomy procedure, the patient experienced a postoperative air leak. During the initial procedure, the surgeon used a sureform 45 stapler instrument with a green sureform 45 reload. The patient required placement of a tube for three weeks after the procedure. The patient has since been discharged. The following information is unknown: the cause of the post-operative complication and if the customer experienced any issues with the sureform 45 stapler instrument or stapler reloads during the da vinci-assisted pulmonary segmentectomy procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the green sureform 45 reload to perform failure analysis. A review of the stapler logs was performed for this procedure. The sureform 45 stapler instrument was installed on the system four times and fired four green sureform 45 reloads. On each install, the first clamp was successful, and the firings were both completed with no pauses for compression. The instrument was then removed and not used again in the procedure. No stapling issues or errors were observed in the logs.